Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was readmitted due to gastrointestinal (gi) bleeding. The hospital was able to stabilize the pt and he is now back at home doing well.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further information is available at this. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct correlation between the device and the reported gi bleed could not be determined. The patient remains ongoing on lvad support and is doing well. No further issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.